Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarm sound had gotten much lower and barely audible and insulin pump was slower rewind than in the past. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump had diminished battery life, scratched screen and bluetooth from meter to insulin pump did not work. The insulin pump will not be returned for analysis.